Event description:
The device was used a laparascopically assisted vaginal hysterectomy procedure. Reportedly, the instrument did not cut and the safety broke. The hosp has reported no pt injury occurred.